Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip delivery system was used past expiration date. It was reported that the mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1, with a good result. There were no adverse patient effects and no clinically significant delay in the procedure. After the procedure, it was observed that the clip had expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use warns the user: do not use the mitraclip system after the use by date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused or re-sterilized devices may result in infection, endocarditis and/or sepsis. All available information was investigated and the reported device expiration issue and use error is associated with use of the device past the expiration date. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.